Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, unknown fmc cassette, and the serious adverse event of peritonitis, characterized by drain complications, cloudy peritoneal effluent fluid, nausea, vomiting and abdominal pain, which required hospitalization and antibiotic therapy. The pdrn reported the cause of the peritonitis was never discovered; however, the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available (reported by the pdrn), there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the patients¿ liberty select cycler and unknown fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently hospitalized (initially reported as multiple admissions) for peritonitis. No additional information was provided during intake. Follow-up with the pd registered nurse (pdrn) revealed the patient was sent to the emergency room on (B)(6) 2022 with complaints of drain complications, nausea, vomiting, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) and intravenous (IV) cefepime and vancomycin (dose, duration, frequency unavailable). The patient¿s peritoneal effluent culture result returned negative; however, the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and has recovered from the events. The pdrn reported the cause of the peritonitis is unknown. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported complaint.

Event description:
On (B)(6) 2021, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently hospitalized (initially reported as multiple admissions) for peritonitis. No additional information was provided during intake. Follow-up with the pd registered nurse (pdrn) revealed the patient was sent to the emergency room on (B)(6) 2022 with complaints of drain complications, nausea, vomiting, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) and intravenous (IV) cefepime and vancomycin (dose, duration, frequency unavailable). The patient¿s peritoneal effluent culture result returned negative; however, the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and has recovered from the events. The pdrn reported the cause of the peritonitis is unknown. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported complaint.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.